Event description:
Causality: 39 yo female admitted on (B)(6) 2024 for sepsis 2/2 infected PICC line at the left upper extremity. Pt was treated with antibiotics and discharged home in stable condition. Patient initials: (B)(6). Date of awareness: 12/18/2024. Pt rems ID: (B)(6). Provider rems ID: (B)(6). Reporter: (B)(6).